Event description:
The customer reported her blood glucose was reading 370 mg/dl so she gave a bolus of insulin (exact dosage was not provided). An hour later her bg measured above 400 mg/dl and the pod was deactivated. She noticed the cannula was bent and ther was a bit of insulin noted in the needle cap.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.